Event description:
It was reported that the patient developed an infection and bacteremia on their implantable cardioverter defibrillator (ICD) system. The ICD system including the right atrial (ra) and right ventricular (rv) leads was removed and replaced. The patient tolerated the procedure well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt codes: 1930, 4846. Device code: 3023. Ref reports: mw5182099, mw5182100.